Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical residue on the lens. Visual inspection found the lens haptic deformed and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5 13.7 implantable collamer lens, -08.00 diopter into the patient's left eye (os) on (B)(6) 2020. The lens was removed on (B)(6) 2020 due to glare/ haloes. This resolved the problem. Cause of the event is reported as unknown. Reportedly, "patient is wearing contact lenses again."